Event description:
The cath/ep labs are experiencing failures of the philips xper hemodynamic monitoring system. The failures of the system have included: a failure of the end tidal carbon dioxide (etco2) monitoring module requiring staff to utilize a portable etco2 monitoring device; a failure of the entire philips xper monitoring system requiring rebooting of the system and external patient monitoring by the staff using portable defibrillator and/or portable spacelab monitoring to obtain vital signs and monitoring of heart rhythm; and a failure of the patient vital signs obtained during a procedure to automatically cross over into the patient's electronic health record requiring a manual process for documenting the vital signs into the electronic health record. The team identified the failures began following an upgrade to the philips applications. No patient harm has resulted from the identified failures. FDA safety report ID# (B)(4).